Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customers nurse reported that the customer was hospitalized on (B)(6) 2021 as they were experiencing high blood glucose level 679 mg/dl which was treated by manual injection. Customer's blood glucose level was 231 mg/dl at the time of reporting. Customer was using insulin pump within 48 hours of reported event. It was unknown if insulin pump was on auto mode. Customer declined troubleshooting for high blood glucose level. Device will not be returned for analysis.